Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor communication error alarm. The customer¿s blood glucose was 120 mg/dl. Customer reported that they were able to clear the alarm. Customer was not able to complete rewind. The customer was advised that insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The product will be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to completely broken reservoir tube lip.